Event description:
Customer reported system is displaying precharge errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended. (B) (4).